Event description:
A healthcare facility in another country, reported via our distributor that a few minutes after the water feed-set spike of an mr290 autofeed humidification chamber was inserted to the water bag, the ventilator issued a high pressure alarm. They further reported that water had run inside the circuit. No patient consequence was reported.

Manufacturer narrative:
The chamber was inspected for physical damage and the chamber float operation was tested. Results: the chamber floats functioned correctly. No damage evidence of damage to the chamber base was observed. A lot check revealed no other similar complaints for this lot number. Conclusion: the reported water in the breathing circuit indicates that the chamber floats were not controlling the flow of water from the water bag into the chamber. Transportation vibration during return of the chamber could have re-aligned the valve, allowing the chamber floats to operate again during our testing. The mr290 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line. We have an open CAPA item to address such complaints and have put measures in place to reduce and/or prevent recurrence. Our monitoring and trending for overfilling mr290 chambers has a rate of occurrence worldwide for the last year to the end of 2008 of 6 ppm.